Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 50 minutes, 388,225 joules while using the surgical fiber during a prostate procedure, the fiber stopped working. The case was completed using an alternate procedure, as no additional surgical fibers were available. Patient outcome: "fine" - there was no injury reported.